Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and part number were not provided. All available information was investigated and a conclusive cause for slda and activation failure including expansion failure could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case. The UDI is unknown because the part number and lot number were not provided.

Manufacturer narrative:
Estimated dates. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment : echocardiographic and clinical outcomes of mitraclip therapy in patients not amenable to surgery. The additional adverse patient effects and death are being filed under separate medwatch report #.

Event description:
This is filed to report single device leaflet attachment (slda) and failure to deploy. It was reported in an article summary that mitraclip devices can be related to single device leaflet attachment (slda), failure to deploy, recurrent mr, tissue damage, surgical procedure, intervention, arrhythmia, tachycardia, re-hospitalization and death. Specific patient and procedural information is not known. Additional details can be found in the attached article "echocardiographic and clinical outcomes of mitraclip therapy in patients not amenable to surgery."